Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the pt became hypotensive which was thought to be related to anesthesia. Intravenous medications were administered and the pt recovered within minutes. Due to the pt becoming hypotensive during the procedure, the field representative wanted to perform another auto set-up with the device, but lost telemetry. Upon re-interrogation, a red screen appeared which showed the device had recorded an alert. Data was sent in to boston scientific technical services (ts) for review. Ts confirmed an error code had recorded within the firmware, which was automatically detected and corrected at that time. Ts discussed that normal, routine follow-ups are appropriate going forward. No further issues have been reported and the device remains in service.

Manufacturer narrative:
The investigation is pending additional information from the field.